Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that cro receives report from pharmaceutical manufacturer and calls the person in charge on (B)(6). When the chemical dmso was transferred using a facile, a precipitate was observed.